Event description:
The physician was treating a male pt who presented with a mca occlusion. Two passes were made with the merci retriever x6. During the second retrieval attempt, the physician deployed the retriever x6 and ensnared the device in the clot. As the physician was pulling back on the retriever, the device began to straighten and fractured causing the detached platinum coil to move further distal to the clot. The physician attempted to retrieve the detached distal tip using a snare device (not mfg by concentric medical) but the snare device broke. The physician then used a filter wire (not mfg by concentric medical), but was unsuccessful as the physician was unable to advance the filter wire past the detached tip. On the third attempt to retrieve the detached tip, the physician inflated a balloon past the detached tip and swept proximal by pulling on the inflated balloon. As the inflated balloon came through siphon, the physician had to deflate the balloon and as a result, the coil moved distal again. At this point, it had taken several hours and the physician decided to stop. The detached distal tip of the retriever was left in the pt. The pt continued to have a very large stroke. Two days following the event, the pt underwent bone flap surgery due to swelling of the brain.